Event description:
It was reported that in preparation for a rotational atherectomy procedure, the floppy rtw guide wire fractured during platforming of a 1.25 burr outside of the patient. The procedure was completed with another of the same device. No patient injury or complications were reported.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.